Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there were zero coupling boxes when the patient tried to charge for the first time since implant. An antenna dial twist, location adjustment for ins recharger (insr) antenna and an antenna locate (al) feature were all attempted. The rep got 56-58 for the al. A poor coupling (4 bars or less) screen showed when attempting to recharge. Repositioning the antenna did not resolve the issue. The ins did communicate with the physician programmer. The rep wanted information on scenarios for coupling and rotated or flipped ins. No symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) no longer applies

Event description:
Additional information was received from a representative (rep), a healthcare professional (hcp), and a consumer regarding the patient. The cause of the poor coupling was unknown. X-rays were taken and the implantable neurostimulator (ins) was oriented correctly per imaging. The physician believed it may be a depth issue. The rep reported that the issue was not resolved but the patient was able to get up to 4 coupling boxes and 100% charged if they would press uncomfortably into the pocket site for a while. The physician recommended continuing this unless the patient preferred to get a pocket revision. The patient did not want a revision at this time. It was noted that the patient gained over 10 pounds post implant due to steroid treatment. The patient hoped to lose weight to help decrease adipose at the ins site. No further complications were reported.